Event description:
It was reported via legal documentation that approximately 68 months after a left total hip replacement procedure, the patient underwent a revision procedure to address osteolysis, prosthesis wear, pain, discomfort, clicking/popping, swelling, gait impairment, poor balance, bone loss, and bone damage. The patient additionally reported emotional distress. During the procedure a large osteolytic cyst was found, including synovitis and brown villonodular tissue.. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 5044259 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 4905370 180-01-58 - nv crown cup clstr hole 58mm group 3 4996278 180-65-25 - alteon 6.5mm screw, 25mm 4483759 180-65-35 - alteon 6.5mm screw, 35mm 4294850 188-01-12 - wedge plasma x/o sz 12 the product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.